Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor was fractured while in vivo.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being removed and replaced due to system downgrade the lead subsequently tested out of specification during the manufacturer's analysis no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.